Manufacturer narrative:
Additional information provided after initial submission. Lot number is either 50602962 or 50642762.

Event description:
It was reported that the 2.4 mm passing pin broke inside of the tibial tunnel during an acl repair procedure. The tip of guide broke off the device and could not be retrieved from the patient. An additional bone hole was drilled in the tibia. A delay of 30-60 minutes was noted for the procedure. No further injury or complications were reported. Patient's current health status is normal.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the 2.4 mm passing pin shed flakes inside of the tibial tunnel during an acl repair procedure. A delay of 30-60 minutes was reported for this procedure. No patient injury or complications were reported.